Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown: indentations and scratches on the instrument channel outlet; scratches in the bending section of the instrument channel; dents on the instrument channel port; fine scratches in the instrument channel port; scratches in the suction connector; dents on the distal end. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".